Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the tip of the device detached. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9831 apollorf i90, aspirating ablator lot number: 15225243 was received for investigation. Visual evaluation of the returned device noted that the electrode face had signs of use and was bent and peeling off. Functional testing was not performed due to the damage to the device. The cause can be attributed to a design issue addressed by a nonconformance. Refer to record cross reference.